Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 cfr part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient underwent full system revision due to high impedance and low battery. The explanted device has not been received by the manufacturer to date. No other relevant information has been received to date.

Event description:
It was later reported that x-rays were preformed. New date of event was provided. Increase in seizure was also reported. More settings were provided. No other relevant information has been received to date.

Event description:
Product analysis (pa) was completed for the suspected product. Fluid leaks were seen within the lead. Internal data was reviewed, now event date and impedance value were noted. No other relevant information has been received to date.

Event description:
The device has been received by the manufacturer but product analysis has not been preformed to date. No other relevant information received to date.